Manufacturer narrative:
An event of regurgitation due to infection was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, an aortic valve replacement (avr) and mitral valvuloplasty (mvp) were performed. This 23mm trifecta valve was implanted in the patient's aortic position, a 32mm carpentier-edwards physio annuloplasty ring in the mitral position. On (B)(6) 2017, severe aortic regurgitation (ar), mitral regurgitation (mr), and tricuspid regurgitation (tr) due to infection was noted. On (B)(6) 2017, a re-do avr was performed due to infective endocarditis and replaced with a 19mm trifecta valve (serial: (B)(4)). A re-do mvp was also performed concomitantly with the redo avr in which an unknown size physio ring was implanted. The trifecta valve was discarded at the hospital and will no longer be returned for analysis. The patient's weight is not available for this complaint. No further information is expected to be received for this event.